Manufacturer narrative:
Patient information is unknown. (B)(4). Device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6) device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Legal manufacturer: external supplier (B)(4). Manufacturing date: september 30, 2015. Expiry date: july 01, 2018. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the handle of the mixer got stuck and the nurse was not able to mix the cement. There was a ten (10) minutes delay to the surgery time. The used mixer was discarded and another vertecem cement was used. This is report 1 of 1 for (B)(4).